Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that the switch on the cautery pencil was sticking. No pt injury was reported. The customer indicated the incident sample is not available for eval.